Manufacturer narrative:
Internal complaint reference: (B)(4). Sections h6 (type of investigation, investigation findings) and h11 were updated. H11: results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the exact cause of the posterior screw migration could not be determined due to limited information. While the screw remains implantable, its position in the joint space raises the possibility of movement, which may lead to pain, inflammation, or joint interference. The patient underwent revision surgery, and the retained screw may still pose future risks. Follow-up may be needed, as the patient¿s current condition is unknown. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects. Also, the warnings and precautions section establishes that the implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, patient anatomy, procedural/user error and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the screw component of the poly was backing out. This adverse event was treated by a revision surgery on (B)(6) 2025, in which one (1) legion hk gd motion isrt 15mm sz 4-5 lt was removed but unfortunately the screw was behind the knee of the patient and it was left implanted. The current health status of the patient is unknown.